Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that shortly after they were implanted, they charged their implant and noticed the recharger becoming very warm to the point where they said it caused them pain. Due to the nature of the caller, patient services (ps) was having a hard time clarifying whether the pain was a result of the incision healing after implant or if it was actually caused from the recharger. Pt later inquired about putting material between the recharger and their skin. Additional information was received from the patient. The reason for call was pt reported that since implant they're still experiencing a lot of pain. Additional information was reported from the consumer. Upon further review, the pt mentioned they met with rep today to address programming concerns/pain that was originally documented in this case.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6), revealed that the complaint was unable to be verified. Rtm never got hot after running it for 10 mins. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.